Event description:
Complainant alleged that while treating a pt in cardiac arrest, the device delivered a "system failed" message and displayed a red "x". Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.